Event description:
It was reported that, "the heads of the screws sheared off. The threaded portion of both screws remained in the pt."

Manufacturer narrative:
Device was discarded by the hosp. No eval will be performed. If additional info is received it will be submitted on a supplemental report.